Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-25, serial # (B)(4), description: scs phiii ext 25cm. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received the patient¿s lead of the upper limb (cervical spine) was infected. The patient underwent a revision procedure wherein the physician explanted and replaced one of the leads and the lead extensions. The patient was doing well postoperatively.